Manufacturer narrative:
Product complaint # (B)(4). Viper2 straight 480mm cocr rod is not being returned to the customer quality unit for evaluation. Therefore, the reported device failure cannot be confirmed as no product sample has been returned for evaluation. Device history record review did not identify any issues that may have caused or contributed to the reported event. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the viper rod we are unable to confirm the reported issue or identify the root cause. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. Should the device become available at a later date, this complaint file will be reopened and the device will then receive a full evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2012, the surgery for scoliosis was performed at another hospital by using the expedium system. The fixed area was t3-sai. After the surgery (date unknown), it was found that 1 x rod (196789480) at the right side had been broken between l2 and l3. Later, it was also found that 1 x rod (196789480) at the left side had been broken between l2 and l3. On (B)(6) 2018, the reoperation for replacement and reinforcement was performed where new four (4) rods were placed. The reoperation was successfully completed and there was no adverse consequence to the patient. The surgeon comments that vertebral fracture and nonunion could be seen during the reoperation, which might have caused the breakage of the two rods.